Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The ra lead impedances rose from 1500 ohms to 2453 ohms. In addition, the atrial intrinsic amplitude has varied since implant. At this time, the patient is being monitored. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ra lead now had impedances as high as 2900 ohms. The patient is being monitored. Lead remains in service. No adverse patient effects were reported.